Manufacturer narrative:
Additional information: intravascular ultrasound (ivus) showed that the non-medtronic wire intended for the diagonal went through one of the cells of the 3.0x30mm onyx frontier des, and when the snared 2.5x38mm onyx frontier des was removed it pulled the 3.0x30mm onyx frontier des out with it. It was later detailed that both stents were pulled out together with a snare. Image analysis: one image received depicts what appears to be a damaged stent caught on the distal end of a snare, within a reticule. It is unclear whether the image shows one or two stents, or whether the stent(s) are dislodged or expulsed. Based on the image alone, the presence of deformation can be conclusively confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: resistance was noted advancing the 2.5x38mm stent. Once the stents were pulled out of the patient's arteries, the procedure was ended. There was no patient harm symptoms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one 2.5x38mm onyx frontier coronary drug eluting stent (des) dislodged during removal following a failed delivery. The lesion being treated was moderately tortuous, severely calcified with 90% stenosis and located in the mid diagonal branch. The device was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. The dislodged stent was being removed with a snare; however, during removal it snagged a 3.0x30mm onyx frontier des which had been previously implanted at the ostium of the left circumflex artery (lcx). The 3.0x30mm onyx frontier des had some struts extending into the left main (lm) artery and had been implanted approximately eighteen days previously. Intravascular ultrasound (ivus) showed that the wire intended for the diagonal went through one of the cells of the 3.0x30mm onyx frontier des, and when the snared 2.5x38mm onyx frontier des was removed it pulled the 3.0x30mm onyx frontier des out with it. During the initial procedure the 3.0x30mm onyx frontier des had been inspected prior to use and was negatively prepped without issues. The lesion had been pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encoun tered when advancing this device and no excessive force was used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: two dislodged and deformed stents were returned in the distal end of a snare device. The two stents are entangled in each other. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.